Event description:
Primary stability not achieved, implant wasn't completely covered with bone, local infection / subacute chronic osteitis, complication in site preparation (no primary stability, implantation aborted), immediate implantation, inadequate bone quality/quantity, mobility.